Event description:
The pt hit head over the implant approximately six months ago. The injury was healing. In 2001 the pt hit head over the implant again. The implant began to extrude and was explanted. Reimplantation is planned in the future.